Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a motor error and no delivery alarm. The customer¿s blood glucose level was 281 mg/dl at the time of call. The customer stated that the insulin exited after a 5 unit fixed prime was delivered. Customer had a high blood glucose of 483 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test and prime test. No motor error alarm noted. However, unexpected no delivery alarm during excessive no delivery test due to faulty force sensor resistor (gold). Motor passed motor test.